Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The red trigger on the distal femoral resection guide is not engaging the cutting block unless additional force is placed on the trigger. **update (B)(6) 2016** follow-up with the sales rep indicates the locking feature is not broken, it seems the spring has lost some strength.

Manufacturer narrative:
Additional narrative: the complaint states the red trigger on the distal femoral resection guide is not engaging the cutting block unless additional force is placed on the trigger. Update aug 11, 2016 follow-up with the sales rep indicates the locking feature is not broken, it seems the spring has lost some strength. A complaint database search did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating; with the information provided it is not possible to determine the root cause of the complaint. However, the cutting block shows signs of moderate use and has potentially seen up to three years use (manufactured 7th may 2013). Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).